Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported that the patient presented to the emergency room, however, it was not specified if the patient was hospitalized for the event. The peritonitis was manifested by cloudy effluent. The patient was treated with sulbenicillin (intraperitoneally, 750 milligrams, once a day) for the event. At the time of this report, the patient had not recovered from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.